Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the processor pca experienced an undefined issue and the part needed to be replaced. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating a printer error (non-reportable). This case was created to address the processor pca replacement order. There was no reported patient involvement. The processor pca ordered in this record, was used to address the printer error in philips reference (pr) 3001684. Based on the information available and results of additional analysis, no further action is necessary at this time. The investigation concludes that the processor pca was replaced to address the printer malfunction in pr 3001684. The device remains at the customer¿s site.